Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "revision of right total knee. Pca components were revised with zimmer lock total knee. Tibia baseplate was cracked and separated in patient. Implants are being returned.